Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient experiencing acute myocardial infarction and cardiogenic shock was implanted with an impella cp device to provide mechanical circulatory support. Approximately one hour following the insertion, the placement signal (ps) was lost, and shortly thereafter, a purge system blocked alarm was triggered. The team made efforts to de-air and replace the cassette; however, the new cassette failed to prime. An exchange to a new console was not performed due to the potential risk of losing the ps. Consequently, the pump was replaced.

Manufacturer narrative:
The cause of the priming problem was not determined as no product was returned and imc logs were not returned. The device history review could not be completed as product was not returned to confirm serial and batch number of the complaint device.